Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm any characteristic of the lead that would have caused or contributed to a dislodgment.

Manufacturer narrative:
Despite multiple requests, this right atrial lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was positioned but dislodged when the physician was adjusting another lead. Upon trying to reposition the ra lead, the helix would not extend/retract properly and a high out of range pacing impedance measurement of greater than 4000 ohms was exhibited. Upon explanting the lead from the patient, the helix was still not functioning properly so it was replaced and never in service. No adverse patient effects were reported.